Event description:
It was reported that: at the beginning of the case, the user reported that a gas leak was present. The user attempted to locate the leak, the user found that the apl valve was broken and that the top came off of the valve. The user was able to complete the case using the machine. The initial reporter was not aware of how, but believed that the user re-assembled the valve. No patient injury.